Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR:2134265-2015-06957. It was reported the balloon could not be seen under fluoroscopy. The physician selected a stingray catheter for use in a chronically total occluded cto lesion. The balloon was prepped with 100% contrast and advanced to the cto. The balloon could not be seen under fluoroscopy. The stingray was removed from the patient and another stingray catheter was advanced but had the same issue. The procedure was completed with the use of another of the same to try to gain better visibility. No patient complications were reported.